Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The mother states the customer's meter was lost. The mother states the customer did not bolus after a meal, and that caused the high blood glucose. The customer declined to troubleshoot at this time. The meter was being replaced.